Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown product code/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided, which prevented a meaningful review of the device history record. It was not disclosed how many angio-seal devices failed and which required manual compression of the 32 failures. One report is being submitted for the reported 32 patients for all possible angio-seal device failures.

Event description:
Per literature review: early mobilization after transfemoral transcatheter aortic valve implantation: results of the mobitavi trial: this complaint comes from a study that investigated early ambulation in patients that underwent trans-femoral tavi, patients were from 2016-2018, and the study was published in 28 february 2020. In the study of a possible 309 patients, some patient had a single proglide or single angio-seal used to close the non-valve groin access. Of the 309, 32 were excluded from the study group due to "closure device failure" which can be classified as either failed closure that required manual compression or the use of another closure device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for reported event since manual compression was required. Per the complaint description, it is unclear exactly how many angio-seal failures occurred. Based on the available information, the exact cause of the reported event remains unknown. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).